Manufacturer narrative:
(B)(4). The event was reported to have occurred between late (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air could not be removed from an interlink solution set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from february 17th - 23rd 2015. A companion sample was received for evaluation. Visual inspection did not note any defects with the device. A functional test was performed and the set primed and flowed normally. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.